Event description:
Status post bilateral subglandular inframammary gels for augmentation about 22 yrs ago. Was told by md pt had a left rupture. Presents no complaints of decreased size, breast pain or change in shape/texture. They have always been hard per pt and there is no history of trauma. Pt has systemic symptoms for yrs including arthralgias (positive am stiffness), paresthesias right greater than left, fatigue, sleep disturbance, memory loss, depression, panic attacks, hair loss, rash status post sun, sun sensitivity, shortness of breath, increased blood pressure and sciatica. The pt is otherwise healthy.